Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, after every 3 days, discontinued) and meropenem injection (1gm, intraperitoneal, once daily, for 5 days, discontinued) for peritonitis. It was reported the patient passed away (unknown date). The cause of death was unknown. It was not reported if an autopsy was performed. Prior to death, pd therapy was discontinued, and the patient was transferred to hemodialysis therapy. It was further reported the patient was not recovered from peritonitis at the time of death. No additional information is available.